Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that the onetouch utlramini meter had an unk issue. The medical affairs specialist (mas) was able to correspond with the pt by telephone on jan 22, 2009 and classified the complaint based on the following info received from the customer. The pt tests her blood sugar 4 times a day, and she manages her diabetes via novolog on a sliding scale and lantus 50 units at night. The pt indicated that she does not remember the date and time when the subject meter stopped working. She reportedly does not remember what went wrong with the alleged meter. The pt stated that she threw the subject meter away after it stopped working. As a result of the reported issue, the pt reportedly skipped 50 units of lantus insulin at night. Eleven days prior to original date, at an unk time, after the reported issue, the pt reportedly was not feeling well. On the same day, the pt reportedly went to the hospital since she was not feeling good. At the hospital, she reportedly was found to have blood sugar above "400mg/dl" on the hospital's meter. She then reportedly was treated with insulin and was hospitalized till six days prior to original date. The diagnosis placed at the hospital is not known. She stated that she had a back up meter (onetouch ultra) but does not remember the readings obtained on the meter prior to the hospitalization. Based on the provided info, this complaint is being reported because the pt allegedly received treatment at the hosp, which would be suggestive of a hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.